Event description:
It was reported that the customer was hospitalized due to high blood glucose of 400 mg/dl. It was stated that the customer had nausea and vomiting. It was stated that the customer was treated with manual injections. Troubleshooting was performed. Reviewed the programming and the bolus/basal matched with the daily totals. Programmed a bolus and insulin exited. The bolus was recorded in the bolus history. Performed a high pressure test and passed. It was stated that the customer accidentally changed the time at night. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.